Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 15 mg/ml of morphine at .09 mg/day via an implantable pump for non-malignant pain and post-lumbar laminectomy syndrome. On (B)(6), it was reported that the patient was unresponsive in the emergency department and was admitted into the medical intensive care unit (micu). It was reported that there was a possible patient infection. The patient's pump logs were read and the pump was turned to minimum rate per the patient's attending doctor. It was confirmed that surgical intervention was not planned and did not occur. The issue was considered resolved at the time of the event. The patient's status was listed as "alive-no injury". No further complications were reported.